Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) between the customer's e801 module, an e801 module used at the investigation site and the centaur method. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 314824 with an expiration date of may-2019. All tsh and ft3 iii values from the roche instruments and the siemens instrument were within the normal reference ranges of the respective assays. Calibration and qc at the investigation site were acceptable. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. This relates to the overall setup of the assay, the antibodies used and the differences in the reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.